Event description:
Related manufacturing reference number: 2017865-2023-00881. It was reported that the patient presented for routine generator change procedure. During the procedure, it was noted that the pacemaker's atrial set screw was stripped. The pacemaker was explanted and replaced. During the procedure, the right atrial lead was damaged due to the set screw being stripped. The right atrial lead was capped and replaced during the procedure on (B)(6) 2022. The patient was in stable condition.